Manufacturer narrative:
The service rep reseated all pcb and connectors, and jumpers on atcom pcb within the workstation. Tested saving images and retrieving. All is working fine. System operates as intended.

Event description:
The customer reported they can not save images to the directory of the 2600 system. System needs a harddrive replaced. System is giving an general disk failure error when retrieving images from hd. Was able to reproduce error on site. No patient injury.